Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and high impedances were reported on this ra lead and the patient reported 2 syncopal episodes. The lead is being monitored.